Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a frayed power cord. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit has a frayed power cord. There was no patient involvement.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) issue with power cord occurred during routine check. Unit has a frayed power cord. A getinge field service engineer (fse) verified the issue and replaced power cord reel. Complete pm with full calibration. Unit past all functional and safety test per factory specifications. Return to customer and clear for clinical use. No patient involvement.